Manufacturer narrative:
(B)(4). The insulin pump had cracked battery tube threads and a cracked reservoir tube. The reservoir tube lip was completely broken off, the test reservoir would not lock/click in place, and there were minor scratches on the display window. Analysis was unable to confirm the motor error alarm. Analysis was unable to perform the displacement test, the basic occlusion test, and the occlusion test due to the broken reservoir tube lip. The insulin pump passed the operating currents measurement, self, unexpected restart error, prime, and excessive no delivery tests. The insulin pump's motor passed the motor test.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 303 mg/dl. Reservoir compartment was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.